Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure via cephalic vein for treating stenosis and high venous pressure, the balloon allegedly ruptured at nominal pressure. It was further reported that the balloon was retrieved without any issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via cephalic vein for treating stenosis and high venous pressure, the balloon allegedly ruptured at nominal pressure. It was further reported that the balloon was retrieved without any issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035av drug coated pta dilation catheter balloon dilation catheter was received. During visual evaluation, a longitudinal rupture was noted throughout the length of the balloon. No functional testing due to condition of the returned device. Therefore the investigation for the reported balloon rupture was confirmed as the longitudinal balloon rupture was noted during the visual evaluation of the returned device. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via cephalic vein for treating stenosis and high venous pressure, the balloon allegedly ruptured at nominal pressure. It was further reported that the balloon was retrieved without any issue. The procedure was completed using another device. There was no reported patient injury.